Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, a computed tomography of abdomen without contrast was performed to evaluate the inferior vena cava filter. The study showed inferior vena cava filter was identified within the inferior vena cava. The study also showed that the apex of the filter lies approximately 2.5-3 cm distal to the junction of the renal veins with the inferior vena cava and there was no abnormal tilt of the filter. Also, there was no evidence of significant perforation of the struts of the filter and these struts do not penetrate adjacent structures, including the aorta. Also, there was no evidence of fragmentation of the filter. The computed tomography was reviewed, and it was mentioned that there appears to show the filter tilted with multiple strut perforation of the inferior vena cava. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed and the reason for deployment was not provided. It was further reported that sometime post filter deployment, it was alleged that the filter struts perforated the inferior vena cava. The device has not been removed, and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.